Manufacturer narrative:
An implantable cardioverter defibrillator was returned for the reported event of being an advisory device for premature battery depletion. The device was above normal elective replacement indicator. No anomalies were noted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillators, although there was no elective replacement indicator (eri) alert or allegation of premature battery depletion, the implantable cardioverter defibrillator was explanted prophylactically and replaced.